Event description:
It was reported that the right ventricular lead exhibited loss of capture during an unrelated elective procedure. The asymptomatic patient presented in clinic for further evaluation. Upon interrogation, it was observed that the lead also exhibited sensing anomaly. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).